Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has experienced blurry vision and a sensation like the corner of her eyelid is being pulled down. The consumer forwarded a letter from a consulting surgeon that saw her as a second opinion. According to this surgeon, the consumer reported a "rainbow shimmer phenomenon and problems with temporal dysphotopsia." The surgeon noted the consumer had chronic irritation and discomfort in her eye. The consulting surgeon felt the consumer's problems were related to her residual refractive error. The patient's bcva was noted to be 20/20. The surgeon was going to give the consumer a trial of contact lenses to see if her symptoms would resolve when the refractive error was corrected. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/12/2010, 10/14/2010, and 10/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 10/07/2010. (B)(4).